Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant, and the lead indicated stretching. Visual analysis found lead returned stretched, with buckling of the inner insulation and the helix was not fully retracted. The outer conductor distorted, insulation breached/cut and blood ingression, damage extrinsic. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant of the right ventricular (rv) lead the helix was blocked in the extracted position and could not be repositioned. The lead was explanted and replaced. No patient complications have been reported as a result of this event.